Event description:
Pt's mother reported that the pump administered 0.00 unit boluses without direct user intervention. Pt's mother also reported that she was not using the locking feature to prevent inadvertent interactions with the keypad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump, and it was operating within required specifications at the time of release.